Event description:
It was reported that a simplify cage migrated post operatively.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.